Manufacturer narrative:
((B)(6) 2011) the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k021819.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra his onetouch ultrasmart meter was reading inaccurately high compared to his feeling/ normal result(s). The medical surveillance specialist (mss) spoke with the patient and his wife on (B)(6) 2011 and obtained the following information: the patient tests his blood glucose between three to five times daily and prior to the alleged issue the patient managed his diabetes with 2mg of glyburide twice a day, 32 units of lantus in the evening, and humalog (sliding scale based on his glucose reading). The patient confirmed that the alleged issue began on (B)(6) 2011. The patient indicated that in the evening he would typically eat his dinner, test his blood glucose with the subject meter, and administer his humalog insulin (based on his blood glucose result). Before going to bed, the patient stated he would administer his usual dose of lantus. However, on (B)(6) 2011 the patient clarified he consumed his dinner much later (than normal) in the evening and after testing his blood glucose (with the subject meter; result not known) he administered at about the same time both his humalog (based on the unknown result) and lantus insulin. The following morning (on (B)(6) 2011; time not known) the patient's wife confirmed the patient was sweating and unresponsive. The patient's wife denied testing the patient with the subject meter prior to contacting or while waiting for the emergency medical services (ems). The patient's wife corrected and clarified that the patient obtained a blood glucose result of "40mg/dl" with the ems's meter, was soon after given a "glucose shot" by the health care professional (hcp), and then transported to the emergency room (ER). During the patient's time in the ER, the patient's wife denied he was given any additional medication, however, stated the patient was given food. Prior to being release from the hospital three hours later, the patient stated the ER physician adjusted his lantus regimen to 20 units. During troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and was reportedly treated by an hcp for sever hypoglycemia after the alleged issue began.